Event description:
It was reported that the left ventricular (lv) lead had been previously inactivated due to inappropriate pacing of the atrium. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).